Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a methicillin-resistant staphylococcus aureus (mrsa) infection. Reportedly, the infection had spread after the generator was changed. There was no additional adverse patient effects were reported. This lead was explanted.